Manufacturer narrative:
No product information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was blood in central line tubing and extension tubing. Pump alarming high pressure off and on for about an hour. Extension tubing and central line cap changed. Infusion restarted without issue. No patient injury was reported.